Manufacturer narrative:
The axium prime pushwire was returned without the dispenser coil or introducer sheath. The implant coil and the instant detacher were not returned for analysis. The axium prime pushwire was decontaminated. A break was found on the pusher between the positive load indicator and break indicator. The actuator interface, part of the coupler tube, release wire and coin were pulled completely out of the pusher and not returned for analysis. The break is indicative that a manual detachment was attempted at this location, however, mechanical detachment attempts using an instant detacher could not be confirmed. The coin was no longer at the lumen stop; with the shield coil present but stretched/damaged with dried blood found on and around the shield coil. The device was soaked in enzyte to break apart the dried blood. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring was found damaged and ovalized and the inner diameter could not be reliably measured. No other anomalies were observed. Based on the analysis performed, the report of ¿premature detach from non-detach¿ could not be confirmed. The pusher was returned with the implant coil already detached which is indicative of premature detachment, however, it is not possible to confirm that the implant coil could not detach prior to this. Based on the returned device, there was evidence that a manual detachment was attempted, however, mechanical detachment could not be confirmed due to the missing actuator interface and release wire. The shield coil was found stretched/damaged. It is possible the shield coil wrapped around the implant coil, preventing the implant from fully detaching. Possible cause for shield damage/stretch are patient vessel tortuosity or manipulation of device against resistance. The retainer ring was found damaged and the inner diameter of the retainer ring was found ovalized. It is likely that this damage contributed towards the premature detachment after the doctor tried to retract the implant coil out of the patient. Possible causes for this damage are the reported multiple pushing and pulling of the device, attempts to manipulate the device against resistance, or tortuous pati ent vessel. Since the implant coil, actuator interface, release wire, coin and instant detacher were not returned; any contribution of the implant coil, actuator interface, release wire, coin and instant detacher to the premature detachment from non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this axium prime coil failed to detach with instant detacher. When retracting into the catheter the coil detached. The detached coil implanted in the patient by pushing with pushwire. The patient was undergoing embolization treatment of an aneurysm. The patient¿s blood flow was normal. The patient¿s vasculature was minimal in tortuosity. There were additional notes stating that three attempts were made to detach with the instant detacher, but without success. There was no attempt with new detacher. One attempt was made with the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). There were no reports of patient injury in association with this event.